Event description:
It was reported that the autopulse platform displayed a "system error" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the load plate cover had holes. The physical damage found during visual inspection is not related to the reported event of a "system error" message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in february of 2008). A review of the autopulse platform's archive was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive data shows that a system error code 139 (unable to hold compression position) occurred on (B)(6) 2014. Functional testing could not be performed due to the "system error" message. It was observed that the drive train motor brake gap was out of specification (0.016") and was unable to be adjusted back within the specification of 0.008". It was found that the set screws would not lock into the encoder dimple locking hole causing the brake to disengage. The drive train motor needed replacement. Based on the investigation, the parts identified for replacement were the load plate cover, the drive train motor and the clutch plate. In summary, the reported complaint of a "system error" message was confirmed based on the archive review and upon functional testing. The error message was found to be due to the defective drive train motor. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all the parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.